Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 2.8 inr. Returned meter and customer strips: 2.9 inr. Returned meter and customer strips: 2.8 inr. Donor #2: retention meter and master lot strips: 2.2 inr returned meter and customer strips: 2.3 inr. Returned meter and customer strips: 2.3 inr. The maximum difference between measurements with the same blood sample was 5 %. Returned customer material and retention material comply with the specification. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The nurse received questionable results from a coaguchek xs meter. The serial number was requested but was not known. The initial result was 5.7 inr. The repeat results were 2.4 inr and 2.9 inr. The venous sample was drawn and tested in the laboratory with a result of 1.9 inr. There was no allegation of an adverse event.